Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock during device interrogation with a zoom latitude programmer. The stat shock button was inadvertently pushed as it is located right underneath where the patient file is located. The device remains implanted and no adverse patient effects were reported.